Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6) 2004," a monarc subfascial hammock was implanted to treat stress urinary incontinence. It was reported that, "after, and as a result of the implantation of the medical device," she, "suffered serous bodily injuries, including, but not limited to, extreme pain, vaginal scarring, erosion of her internal bodily tissue, dyspareunia, infections, and other injuries," including, "significant mental and physical pain and suffering and she has sustained permanent injury." As a result of having the "medical device" implanted into her, she had to have repair surgery in (B)(6) 2009 and again in (B)(6) 2010.